Manufacturer narrative:
The reported problem was observed and attributed to a defective auxiliary power supply. The auxiliary power supply was replaced to remedy the reported malfunction. The defective power supply prevented the detection of an ac connection. As a result, this prevented the device from charging the battery. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.